Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had delaminated dso sensor seal and scratched lens. There was no patient involvement.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported condition of the downstream occlusion seal. Additionally, the upstream occlusion seal was also observed to be delaminated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The downstream and upstream occlusion sensors were replaced and the device passed all testing.